Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated that the device recorded a power on reset on (B) (6) 2009 at 08:26:59 with a reason of write to locked ram.

Event description:
It was reported that the device had an electrical reset on (B) (6) 2009 (write to locked ram). The parameters didn't change. The device remains in use. No patient complications were reported as a result of this event.